Event description:
It was reported that the 9600 system images flickers and displays noise when stored images are shown. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the lemo receptacle. The lemo was replaced. The system found to be working as intended and placed back into service.